Event description:
Patient in or having posterior spinal fusion. Surgeon using the medtronic legacy 4.5 mm rod and screw system (stainless steel polyaxial) due to pt weight. Bilateral pedicle screws were inserted at t7-9, a unilateral screw at t10 & 11 on the left and bilateral screws from t12-l4. All screws had excellent "purchase." Once screws were in, md inserted rod without difficulty & there was excellent correction to the spine. The inset nuts were all inserted. Md first "broke" all the nuts on the pt's right side. When he attempted to break the nuts on the left side, found that for some reason, the threads on the pedicle screws kept stripping. The rod on the left needed to be removed & 5 different pedicle screws (4.5 mm) had to be exchanged in an attempt to get a good screw, but they kept stripping. Surgeon & rep felt that there was some sort of equipment problem with the inset nut thread locking mechanism of the 4.5 mm system. All screws on left were removed & replaced with 5.5 mm adult size screws & 5.5 mm rod. (From t7-12 and l1-4.)